Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there is a finding for "right groin bruising/echymosis" on progress note (B)(6) 2024 . Per procedure crf, final access was via right femoral artery. Therefore, this finding is a possible access site hemorrhage complication (which is considered procedure related). It was unknown if there was an assessment for product/therapy/procedure relatedness made by the investigator, sponsor, or clinical events committee. Additional information received reported the event was possibly related to antiplatelet treatment and index procedure. No additional treatment for bruising. The event was not life-threatening. The patient was not hospitalized for brusing. Patient had a vasospasm that caused hospitalization.the event did not result in patient disability.

Manufacturer narrative:
B5 updated with additional information received. H6. Patient coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, core lab has reported at 180-day follow up imaging that the ophthalmic branch has 76-95% stenosis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that no symptoms/interventions were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was experienced a headache related to the vasospasm. There were given vera pamil and a migraine cocktail. The cause of the vasospasm was not determined.